Manufacturer narrative:
The tech traced the issue to the logic board. He replaced the logic board to repair the bed.

Event description:
Info rec'd indicates the bed will not go into the reverse trendelenburg position.